Event description:
An associate of the hospital's health physicist placed a prostate brachytherapy order for 1.4 mci, and the order was entered using manufacturer's standard procedures as 1.4 mci aapp,t97 (based on the cd-109 standard). The hospital's health physicist intended a prescription of 1.8 u sk, n99 (based on the nist 1999 wafac standard), which corresponded to 1.1 mci aapp,t97 rather than 1.4 mci aapp, t97. User received a fax confirmation of the order prior to shipment, but did not detect the activity discrepancy. User's receiving procedures for the incoming order also did not reveal the activity discrepancy. The order was implanted in 2001 at an activity of 1.36 mci aapp, t97, equivalent to 2.19 u sk, n99, rather than the planned 1.8 u sk, n99, resulting in a 21% misadministration (higher activity than prescribed). Theragenics was notified of the event by the user the next day. The patient has not experienced impairment or damage from this misadministration. The health physicist has stated that he does not anticipate future complications. A six-week check-up is scheduled for patient evaluation, and the manufacturer will re-contact the hospital to determine patient's status.